Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of patient injury or medical intervention associated with this event.